Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient¿s device was removed because it didn¿t work well. The caller stated that it was a difficult area to recharge. No symptoms were reported. It was asked but was unknown when the issues of the device not working well and difficulties recharging occurred but the caller then stated probably a year and a half into the program.